Event description:
The customer reported no speaker error and unknown if speaker was able to produce sound. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported. The device was returned to philips bench repair for evaluation. The bench repair technician(brt) observed that the unit did not give an error message and speaker audio is functional. This is an intermittent issue and the brt replaced the main board and speaker to resolve the issue. The device passed all tests and was returned to the customer's site.